Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 81 mg/dl and the sensor glucose was 38 mg/dl. The customer¿s blood glucose level was 31 mg/dl, 38 mg/dl, 150 mg/dl and 238 mg/dl. Insulin delivery was not suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was treated with food for low blood glucose level. Based on customer¿s report customer does not allege insulin pump was over delivering. Insulin pump was on auto mode at the time of event. Customer reports insulin pump was not worn during a medical procedure the insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.